Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed that there were no serial or lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Labeling review not performed. Issue of this type was not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review as this lead was no longer manufactured. A risk review was not required. Furthermore, the event was not reportable in an eea or great britain country, then bsc was not responsible for training with no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this implantable lead was part of the system revision due to pocket infection. Reportedly, a part of the implantable lead was left inside the body. No adverse patient effects were reported. The implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this implantable lead was part of the system revision due to pocket infection. Reportedly, a part of the implantable lead was left inside the body. No adverse patient effects were reported. The implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.